Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). The patient was referred for surgery. No additional relevant information has been received to date. No known surgical interventions have been received to date.

Event description:
It was reported that the patient underwent generator and lead replacement. It was reported that the explanting facility does not return explanted devices; therefore, no analysis can be performed.